Event description:
The customer reported that the system's uninterrupted power supply would not auto-start, and the computer video board was bad. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The keyboard, mouse, uninterrupted power supply and the complementary metal oxide semiconductor battery were replaced. The system was tested and found to be working as intended and put back into service.